Event description:
It was reported that the insulin pump buttons were unresponsive. Customer's blood glucose was 308 mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to flattened buttons dome switch. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, cracked case at reservoir tube window corner and stained end cap sticker.